Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer reports: pt had to have dialysis catheter exchanged due to the cracking of the venous hub.

Manufacturer narrative:
Product reference number unk, customer reported it may be palindrome emerald or maybe ruby. An investigation is currently under way. Upon completion, the results will be forwarded.